Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 23 months. "No definite etiology found. 1 - catheter and catheter and rotor evaluiations done 22 days after days of event, negative. 2 - replaced pump 7 days after date of event still sorting out issues with pump and his spasticity.